Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a left hip revision due to dislocation. It is believed that mdm poly head disassociated from liner upon closed reduction - upon open reduction the poly head was disassociated from head and was located in the patient. After searching for it, it was decided to leave the poly head and insert a constrained liner construct and perform additional imaging studies post op to determine the location of the poly. Poly was later found via cat scan to be superior and medial to the hip.